Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿inappropriate implantable cardioverter-defibrillator therapy during surgery: an important and preventable complication.¿ anesth analg. 2014; 118: s-1 ¿ s-319 (s-232) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). The article reported that the patient presented for ¿pocket exploration, debridement and repositioning due to a suspected infection.¿ prior to the procedure, the device was not interrogated or reprogrammed. There were ¿short bursts of monopolar electrosurgery¿ planned as well, to prevent pacing inhibition and the device discharging due to electromagnetic interference (emi). Soon after the incision, the device ¿discharged.¿ the patient remained stable with a normal rhythm. The device therapies were disabled using a device programmer. After the procedure was completed, the device was restored. The patient was then taken to the recovery room in ¿stable¿ condition. The status of the device is unknown, but it appears to be still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.